Event description:
During a coronary drug eluting stenting treatment procedure, deflation difficulty occurred. A bmw wire was advanced across the lesion and positioned in place. The taxus liberte' 3.5x16mm drug eluting stent was introduced, crossing the lesion without difficulty. The stent balloon was inflated to 16 atm's for 15 seconds to deploy the stent. Once the stent was "well expaneded" the physician tried to deflate the balloon. It was deflated to "0" but the balloon would not deflate. The physician tried several times to inflate and deflate the balloon without success. The physician then introduced a launcher guide catheter and pulled the whole system into it, removing it as a unit. The balloon was found to still be partially inflated once it was removed. No patient complications occurred.